Event description:
Additional information received and attached by ICU medical on (B)(6) 2022:all three of these were bench failures in the shop during a software upgrade. There was no patient involvement at all.

Manufacturer narrative:
Other, other text: additional event information was received and b5 was updated. H6 was updated. Device evaluation completed 11feb2022. Customer reported problem of fail_e_safe_resource error cannot be verified in ehl or confirmed during product evaluation. The issue likely occurred intermittently which explains why it could not be replicated at ICU medical. The issue is believed to be caused by the inoperable main board. Therefore, the main board will be replaced as a preventative measure. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device is over ten years old.

Event description:
It was reported that the medfusion pump was :stuck in error mode after upgrade attempt. Fail-safe.